Event description:
In 2008, the patient reported that he removed the insulin cartridge from the infusion device and the plunger became stuck to the piston rod. This resulted in the entire contents of the insulin cartridge spilling into the cartridge compartment of the infusion device. He dried the cartridge compartment with a paper towel and switched to injection therapy. The patient was assisted with switching to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.